Event description:
It was reported the bronchovideoscope was not displaying an image during setup prior to use. There was no patient involvement in this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No addtl customer info.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer¿s final investigation. Additional data: d8, h3. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Based on the results of the investigation, deformation or breakage was identified on the endoscope plug unit, however, a definitive root cause could not be established. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. It is likely the following led to the malfunction: damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The event can be detected/prevented by following the applicable chapters in the instructions for use which state: olympus will continue to monitor field performance for this device.